Event description:
Atrial wall perforation was detected during ablation with the device. Intra-operative inspection occurred after a sound was heard during the procedure. The surgeon placed suture to repair the tissue and the case was completed without subsequent patient complication reported.